Event description:
The company was informed that several years ago the pt was treated for flaking at the implant site with antibiotics (type unknown). Advanced bionics is in the process of gathering more information and a supplemental report will be submitted one more information is received.